Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that right at the tip it is completely separated from where it is supposed to be sealed and blood is leaking from the tip could not be verified due to the product not being returned for failure investigation. A device history record review for model 30204e lot number 20119642 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ext set w/vlv port & ll separated at the tip connected to the patients catheter and leaked blood. The following information was provided by the initial reporter: "we had an issue with one of our extension sets, used for stem cell collection, and right at the tip it is completely separated from where it is supposed to be sealed and blood is leaking from the tip of it. It¿s coming from the end that screws onto the patient¿s catheter."